Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. Microscopic examination revealed that the balloon has a 11mm longitudinal tear starting at the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation but the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a balloon tear.